Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02037. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural fistula using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance two smart coils into a non-penumbra microcatheter; therefore, they were removed. It was also reported that the distal detachment tip (ddt) seemed to get caught up on the inner hub of the microcatheter. The procedure was completed using other smart coils and the same microcatheter. There was no report of an adverse effect to the patient.